Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen for the s5 roller pump became unresponsive during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate but was unable to reproduce the issue. The system software was scanned on no touchscreen errors were observed. The service representative cleared the nvmem returned the pump to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Evaluated on site by sorin rep.

Event description:
Sorin group (B)(4) received a report that the touch screen for the s5 roller pump became unresponsive during a procedure. There was no report of patient injury.